Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) ran precision, after unit had been sampling it was noted a slow opening for the sample collar waste valve resulted in drop of wash buffer getting released and dripping into the sample. Fse replaced the waste valve to resolve the issue. After multiple requests, no further information in regards to the treatment received was provided from the customer. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided.

Event description:
The customer alleged multiple erratic erroneous patient results generated for multiple analytes and qc issue on their unicel dxc 800 pro synchron system. The erroneous patient results were reported out of laboratory and later they were amended. Customer states one patient treatment was changed due to low magnesium result and patient was treated with magnesium. There was further information able to be provided from the customer. There was no affect to other patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event.